Manufacturer narrative:
The customer¿s report that the maxzero leaked was confirmed based on inspection and functional testing. Cracks were observed along the connector's female access. The customer reported alcohol disinfecting caps are used on all central lines when the leaks occur. Inspection and testing of the new maxzero connector observed no issues. The cause of the leak was due to the observed cracks along the received used connector's female access. The root cause of the observed damage was not identified.

Event description:
It was reported that the maxzero leaked during an IV push of an unspecified chemotherapy drug. The inpatient oncology unit staff stated that all central lines have purehub caps when the leaks occur. The patient was not harmed as a result of the leak.

Manufacturer narrative:
Concomitant medical products: pure hub caps and central lines. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics provided - adult.

Event description:
It was reported that the maxzero leaked during a IV push of an unspecified chemo drug. The inpatient oncology unit staff stated that all central lines have pure hub caps when the leaks occur. The patient was not harmed as a result of the leak.